Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained for a troponin I free diluent sample processed using vitros troponin I es (tropi es) reagent pack lot 2610 on a vitros eciq immunodiagnostic system s/n (B)(4). The most likely assignable cause for the higher than expected vitros results is analyzer related. The ortho field engineer indicated that the instrument was likely not performing as intended at the time of the events due to fluid contamination on several incubator surfaces and on sample trays. The ortho field engineer performed widespread cleaning actions to multiple analyzer areas and following cleaning actions, acceptable within run precision quality control results were obtained indicating the vitros eciq immunodiagnostic system was returned to its expected performance. The customer does not process a low level quality control fluid to adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a transient reagent issue cannot be completely ruled out.

Event description:
During investigative precision testing, a customer observed higher than expected troponin I results for a troponin I free diluent sample processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Diluent sample results 0.116 and 0.084 versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected. No patient samples were affected and there was no allegation of patient harm. (B)(4).